Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided, and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.

Event description:
It was reported that the tracheostomy tube body was twisted and rotated 90 degrees and was offset from the middle. The pt was taken to surgery to change out the tracheostomy tube.